Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122.

Event description:
It was reported that the balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 3.0 x 20, 135cm mustang was selected for use in an endovascular thrombectomy. During first inflation at 10 atmospheres for 1 minute, the balloon ruptured from a pinhole at the center. The device was removed using the normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.